Event description:
The reporter stated the surgeon used a aq2010v three piece silicone lens. As the surgeon was advancing the lens in the injector, he noticed the leading haptic broke. There was no pt contact.

Manufacturer narrative:
(B) (4).